Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission, it was noted that the right ventricular (rv) lead was indicated as having a history of t-wave oversensing (twos). No current episodes of twos have been noted. The lead remains in use. No patient complications have been reported as a result of this event.